Event description:
It was reported that during a breast biopsy using the probe their plunger would not advance. They switched the marker and had the same issue. They used 2 more markers from a different box and lot number and continued to have the issue. They switched to another marker and completed the case with no consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Tube detached. Evaluation summary: the analysis results found that the mrm4008 applier (a) was received with the introducer sheath detached from the applier handle. The device contained the collagen plug. Functional test could not be performed due to the condition of the returned device. While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The mrm4008 analysis (b) results found that the clear tube applier was stretched. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Batch # f9gp33. Expiration date: 04/2014. Mfg date: 05/2009. Tube stretched. The mrm4008 applier (c) was returned in good physical condition and with the marker present. The firing mechanism was tested and it deployed the collagen plug with the clip as intended. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The mrm4008 analysis (d) results found that the clear tube applier was stretched. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Batch # f9gk3m. Expiration date: 03/2014. Mfg date: 04/2009.